Event description:
It was reported that the subject device displayed "¿blurred and interfering image". There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. However, device evaluation found an error error b30 (lost image connection) due to the connector board found to be faulty. Additionally, evaluation found burned in the device distal end c cover. Based on the results of the investigation, the root cause of the faulty connector board cannot be identified. Based on the results of the investigation, the root cause of the burned in distal end c cover cannot be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.